Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was 201 mg/dl at the time of incident. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also stated that this is the second occurrence of replace battery alert or replace battery now alarm. The insulin pump will be returned for analysis.